Manufacturer narrative:
The complaint of alarming was confirmed as the battery cable not being connected to the control board. Although the complaint of burning smell was not confirmed, the thermal damage found on the rear case under the female iui is indicative of a thermal event. Although the incidental finding of channel disconnect was confirmed in the logs, it was not reproduced during testing. Inspection of the pcu found the battery cable was not connect to the power supply board. Inspection of the pcu found thermal damage on the rear case under the female iui. It was confirmed with the customer that the iui¿s were replaced after the burning smell was observed the replaced iui¿s were not saved for investigation. Review of the pcu error log showed: one (1) record of 120.4410 (low backup voltage failure) on 9 march 2020 at 9:47 pm. Four (4) records of error 133.6090 (main speaker failure) between 9:47 pm on 9 march 2020 and 9:41 am on 10 march 2020. Review of the pcu battery log showed: on 9 march 2020, a backup voltage value error at 9:47 pm. Review of the pcu event log showed, on 9 march 2020, after adding lvp sn (B)(4) to the pcu as channel a, the device recorded a channel disconnect and was re-added. The lvp sn (B)(4) programmed and infusion of drugid=568 to infuse at 6 ml/hr. The device experienced another channel disconnect that stopped infusions across all devices. The pcu recorded a central audio failure and a central unit malfunction (120.4410) before being channeled off. The pcu was powered on five (5) more times and recorded central unit malfunction and low battery capacity alarms each time. The battery discharged at 9:41 pm on 10 march 2020. The pcu was not in use until 16 april 2020 when it alarmed for ¿missing battery¿ at power on. Testing of the pcu after reconnecting the cables found the device operating as expected. Testing of the system¿s iui¿s showed no channel disconnects occurred during ambulation the pcu was being used for treatment purposes the root cause of the complaint of alarming was identified as the battery cable not being connected to the power supply board. The proximate cause of the complaint of burning smell is believed to be the result of shorted iui. Thermal damage was observed on the rear case under the female iui. The customer confirmed the iui was replaced after the thermal event and not saved for investigation. The proximate cause of the channel disconnect could not be definitively identified. Bio med had replaced the iui prior to sending the device to cad. Inspection of the incident iui could not be performed. The inspection of the pcu found melted plastic in the female iui cavity of the rear case which is a result of a thermal event. Device history review: review of the pcu source device sn (B)(4) service history record showed the device had a manufacture date of (22jan2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (03sep2019) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the lvp source device sn (B)(4) service history record showed the device had a manufacture date of (19jan2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (03sep2019) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the biomed replaced the battery and the inter-unit interface (iui) connectors. The device then alarmed and had a burning smell due to short out of female iui. Although requested, no additional information was provided.